Event description:
In 2008, the pt reported an elevated blood glucose reading of "hi" while using his backup insulin infusion device. He stated he bolused 20 units of insulin through his device and in 1 hour his reading was 592 mg/dl. He gave himself an 18 unit bolus of insulin and after 2 hours his reading was 492 mg/dl. He stated his reading returned to his normal range of 80-120 mg/dl within 24 hours of switching to his primary infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.